Manufacturer narrative:
H3. Device evaluation: the device was returned for evaluation. Customer report of regurgitation, leaflet thickening and hypomobility was confirmed due to host tissue overgrowth. X-ray demonstrated wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at the inflow and outflow aspect. The free margin of leaflets 2 and 3 was rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth fused leaflets 2 and 3 by approximately 3mm at commisure 3. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring cloth was cut in multiple areas around the valve. Suture holes were observed around the sewing ring. Multiple suture threads remained attached to the sewing ring. H10. Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 7300tfx31 valve implanted in mitral position was explanted after an implant duration of one (1) year and nine (9) months due to fibrous pannus leading to thickening which incarcerates two commissures resulting in hypomobility of the posterior cusp leading to regurgitation. As reported, may have been an impingement from the native leaflet of the valve. The native valve was not removed as in the barlow valve their usual technique is to preserve the subvalvular apparatus and native valve. The patient presented with dyspnea before the explant procedure. A non-edwards valve was implanted in replacement. The patient was stable at home.

Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors. Devices are typically explanted or disabled because they are not functioning optimally. In some cases, the failure mode is not provided. Other times, it may be reported as but not limited to; stenosis, increased/high gradient, regurgitation, transvalvular leak, thickened leaflet, leaflet tear, immobility, restriction, and/or unspecified svd or nsvd. Leaflet immobility or leaflet restriction occurring in the early post-operative period may be attributed to nonstructural dysfunction, which can be manifested as regurgitation and/or stenosis. Nonstructural valve dysfunction (nsvd) is any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that are not directly related to failing valve components, yet it results in dysfunction of the prosthetic valve; such problems can include entrapment by pannus, tissue, or suture, malposition, patient prosthesis mismatch, thrombosis, or technical errors. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is procedural factors, including the use of tissue sparing techniques to preserve the subvalvular apparatus and native leaflet, which likely contributed to impingement of the bioprosthetic leaflet, per the customer.